Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue where the infusion set patch did not stick to skin upon insertion, on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.